Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: suboptimal medical documentation and imaging studies were available for this review. Product appropriateness and patient candidacy could not be fully assessed due to lack of a pre implant CT scan and adequate medical documentation. Cautionary product use conditions that might have contributed to this event included a severely calcified aortic system, and tortuous iliac arteries. Prior to twenty-two months post implant, there appeared to be two separate coilings, most likely the inferior mesenteric (mid body) and the lumbar arteries (posterior). It could not be established if these coils were placed after the endograft stents, due to lack of operative images. Twenty-two months post implant, there was evidence to support a type ii endoleak from a left circumflex lumbar artery and a type ib endoleak that persisted after the coiling. The reported new right common iliac artery aneurysm could not be established due to lack of a pre implant CT scan, and lack of medical information. Two procedures were completed on separate, but consecutive days; first the coiling, then the limb extension. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the likely root cause has been determined to be due to cautionary product use conditions that might have contributed to this event, which included severely calcified aortic system, and tortuous iliac arteries; and, post procedure coiling attempts to address the type ii endoleak.

Event description:
It was reported that approximately 22 months post implant of a bifurcated device and a suprarenal aortic extension, the patient had a computed tomography scan and angiogram. A leak was found from the right limb. It appeared that the common iliac artery became aneurysmal. It was corrected with a limb extension. The patient is well.

Event description:
It was reported that approximately 18 months post implant of a bifurcated device and a suprarenal aortic extension, the patient had a computed tomography scan and angiogram. A leak was found from the right limb. It appeared that the common iliac artery became aneurismal. It was corrected with a limb extension. The patient is well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient